Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion of the receiver/stimulator. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 22, 2023.